Event description:
Country of complaint: (B)(6). Snapped off in the reel - didn't pull through.

Manufacturer narrative:
MFR site evaluation: cassettes received : 1 cassette. There are no previous complaints of this code/batch. Thread of the cassette received is broken inside the cassette. Thread was likely tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: na.